Manufacturer narrative:
The referenced fenestrated bipolar forceps instrument will not be returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. A review of the complaint history does not show any additional complaints related to the product. As advised by the tse during the call to technical support, the instruments were tested after the procedure. There was no indication of an issue with the referenced fenestrated bipolar forceps instrument. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument allegedly arced. At this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed an alleged "arcing" during use of the fenestrated bipolar forceps instrument. According to the report, the generator was set to "soft coag setting at effect level 4" at the time of the event. Troubleshooting was attempted by adjusting the generator setting to "coag at effect level 2.6," the instrument remained in use and no further issue was observed. The customer reported this issue to the technical support engineer (tse) and received additional phone assistance. The tse advised the user to replace the instrument and retest when clinically possible. The user continued with the procedure. No known impact or patient consequence was reported. Intuitive surgical inc. (Isi) obtained the following additional information regarding the reported event: the site did not conduct an inspection of the instrument prior to use. The isi instructions for use (IFU) warns the user to "inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic or endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. Insulation failures may result in burns or other injuries to the patient or operator." The instrument was used for approximately 1 hour and 30 minutes before exhibiting the reported issue. The instrument was used together with a maryland bipolar forceps instrument at the time of the event with no noted occurrence of instrument collision.